Event description:
A patient reported he is currently on his 5th implantable neurostimulator (ins) battery and he stated that 4 of the batteries were replaced due to normal battery depletion but one was defective. The patient reported the battery only lasted 7 months and that it depleted almost immediately. The ins depleted in ¿probably 2001.¿ the ins was replaced. No patient symptoms were reported. The indication for implant was other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within 6 months of getting their 3rd implant (of 5 total implants) the 3rd one had become defective and died. It was confirmed that the other 4 implants had depleted from normal depletion. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.